Manufacturer narrative:
The complainant reported that the patient had a thrombus and limb ischemia. The patient was noted to have a left arterial thrombus that had not been initially identified which was later able to resolve itself. Additionally, the pump occluded blood flow to the patient's limb noted by an absent pedal pulse and the patient's dusky colored right foot. This was treated by explanting the pump.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male on impella cp for mechanical circulatory support. The patient was noted to have limb ischemia and a left arterial thrombus that had not been initially identified which was later able to resolve itself. Additionally, the pump occluded blood flow to the patient's limb noted by an absent pedal pulse and the patient's dusky colored right foot. This was treated by explanting the pump.